Event description:
It was reported that the patient had the inflatable penile prosthesis pump component removed due to discomfort due to a pump malfunction. A new inflatable penile prosthesis pump component was implanted on (B)(6) 2020. On (B)(6) 2020, the cylinders and reservoir were replaced due to right cylinder hole. Following the surgery, the patient was stable and the event resolved.

Manufacturer narrative:
H3 device evaluation: the ams700 ipp cylinders were visually inspected and functionally tested. Cylinder 1 has broken fabric threads and exhibited bulging when inflated in proximal cylinder body; no leaks were found. Cylinder 1 has a hole in the outer tube in the proximal cylinder body due to wear at a fold; however, there was no damage to the inner tube resulting in the cylinder to pass the leak test. Cylinder 2 has a leak in the proximal cylinder body that was the result of input tube wear to the outer tube and fatigue of the inner tube. Cylinder 2 had a large tear of the outer tube with broken fabric threads and exhibited bulging when inflated. The ams 700 spherical reservoir was visually inspected and functionally tested. There were a multiple leaks in the reservoir krt that was consistent with sharp instrument damage, which most likely occurred during explant. Holes were present. The ipp cxm inflate/deflate pump was visually inspected; the krt and the outer layer of pump bulb were worn, but no leaks were found. The pump was not functional test. Product analysis confirmed the reported cylinder hole; however, the reported allegation of "discomfort" cannot be confirmed.

Event description:
It was reported that the patient had the inflatable penile prosthesis pump component removed due to discomfort due to a pump malfunction. A new inflatable penile prosthesis pump component was implanted on (B)(6) 2020, the cylinders and reservoir were replaced due to right cylinder hole. Following the surgery, the patient was stable and the event resolved.